Event description:
The physician successfully deployed a 3.0 mm diameter x 30mm length endeavor rapid exchange (rx) drug-eluting stent to the proximal right/mid right resulting in 0% stenosis. Ivus confirmed complete apposition of the stent to the vessel wall. During the procedure, wall motion abnormality due to pericardial effusion that was caused by coronary artery perforation was observed, showing abnormal electrocardiographic findings. Several days post-procedure, ECG confirmed disappearance of the pericardial effusion. Atrial fibrillation was observed and was treated by cardioversion. Approximately one month later, a different branded stent was successfully deployed to the mid left anterior descending and approximately six months following this, pci was performed at the 1st right lateral using two additional competitor stents. Several days later, the patient presented at hospital with a lumbar compressed fracture due to a fall. Approximately 10 months post the original procedure, the patient developed emesis and diarrhea and melena was observed. The administration of aspirin and clopidogrel were discontinued and styptic was infused. Approximately one week later, aspirin and clopidogrel were resumed and the patient was discharged from hospital. The 12 month follow-up confirmed no ae. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4): evaluation results: root cause of bleeding cannot be determined. Gi bleed.